Event description:
Patient reported receiving elevated blood glucose (249 mg/dl). She stated that she does not believe the device is delivering enough insulin. She said it sounds like the device is "laboring" when giving insulin.